Event description:
It was reported by repair work order that the stretcher had intermittent zoom due to a damaged weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.